Event description:
Revision of right total hip. Dislocation due to cup placement and lack of offset.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.